Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. The customer's blood glucose was 414 mg/dl at the time of incident and was treated via manual injection. No symptoms were reported. Troubleshooting was completed but the insulin flow delivery alarms reoccurred. Customer declined troubleshooting for high readings. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).